Event description:
The customer's fiancé reported that the customer's insulin pump has an absence of no delivery. The customer was treated with a syringe. The blood glucose reading at the time of the event was 500 mg/dl. Troubleshooting on the insulin pump was not able to be performed because the customer was not available and also, the customer's fiance did not have the tubing clamp. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.